Event description:
Revision surgery: due to a difficult acetabulum, the cup dislodged requiring a replacement and repositioning.

Manufacturer narrative:
The reason for this revision surgery was reported as dissociation after 9 days of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material report (ncmr) associated with this product; ncmr (B)(4) showed (B)(4) parts (411-00-700) scrapped for out of tolerance features. A review of the product complaint report history showed this is the (B)(4) complaint for this part number. The root cause for the dissociation could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.